Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having issues with the insulin pump. Blood glucose level at the time of the incident was not provided. Customer stated they had to rewind the device multiple times before they were able to complete the prime process. Customer has received no delivery alarm as well. Customer declined to troubleshoot. The insulin pump was returned for analysis.